Event description:
It was reported that upon delivery after removing the transport chair from the box, it was noticed that all four wheels did not touch the ground at the same time.

Manufacturer narrative:
It was reported that upon delivery after removing the transport chair from the box, it was noticed that all four wheels did not touch the ground at the same time. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.